Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable creatinine jaffe gen.2 (crej) results on their p-module for two patients. The first patient's initial crej result was 237.4 umol/l. The sample was repeated and the result was 65.7 umol/l. It was unknown if either result was reported outside the laboratory. On (B)(6) 2013, the second patient's initial crej result was 848.8 umol/l and it was reported to the ward. A repeat test was requested and the sample was repeated on the original p-module. The repeat result was 114.4 umol/l. The patients were not affected or harmed by this event. The crej r1 reagent was (B)(4) and the expiration date was not provided. The crej r2 reagent involved with the first patient was (B)(4) and the expiration date was not provided. The crej r2 reagent involved with the second patient was (B)(4) and the expiration date was not provided. The field service representative went on site and found a crack in the vacuum tubing of the cell rinse unit. The analyzer was currently performing well and the operator was continuing to monitor the assay.